Event description:
A malfunction was reported with the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur post-reset. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged.